Manufacturer narrative:
G9: the manufacturing site ID was previously reported as 2182207. Additional review indicates the correct manufacturing site ID is 3004209178. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep reporting that the cause was invalid orientation, all positions needed to be oriented from scratch, despite patient following all requested positions as guided by the system. Since as did not work, the rep proceeded programming 2 groups, where one was for standing and one for lying. Outcome was reported as not really resolved.

Manufacturer narrative:
G2: switzerland medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that adaptivestim (as) in the inceptive seems to not work well. The rep has used two different tablets. Whenever they reached the flat lying on stomach position, the system resets everything, and need to restart all. Problem was it restarts it in any case whether you proceed or you skip it. ¿invalid orientation¿ message displayed. Technical services stated the most likely reason for being unable to program as was that there was too much overlap between the recorded positions. It was noted that the ins was implanted in the stomach. The rep would check to make sure the ins was stable in positions.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. Regarding if any further actions would be taken, it was reported that the patient was set for now.